Manufacturer narrative:
This report, 0002249697-2023-00192 was found to be a duplicate of MFR report # 0002249697-2019-01386. All data for this patient's experience will be captured under MFR report # 0002249697-2019-01386. This product inquiry is being closed as a duplicate.

Event description:
This report, 0002249697-2023-00192 was found to be a duplicate of MFR report # 0002249697-2019-01386. All data for this patient's experience will be captured under MFR report # 0002249697-2019-01386. This product inquiry is being closed as a duplicate. The following has been reported: adverse event that occurred in join study case ((B)(4)). (B)(6), 2018: bha performed. (B)(6), 2018: early postoperative infection was confirmed. Cleaning and revision of inner head and bipolar cup was performed. Stem preserved. (B)(6), 2019: patient's outcome was confirmed as "recovery".

Event description:
The following has been reported: adverse event that occurred in join study case (awa-68). (B)(6), 2018: bha performed. (B)(6), 2018: early postoperative infection was confirmed. Cleaning and revision of inner head and bipolar cup was performed. Stem preserved. (B)(6), 2019: patient's outcome was confirmed as "recovery".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 6720-0435 size 4 accolade ii 132 deg lot 66336203, 6260-5-126 v40 cocr head 26mm/0 lot 66903602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.